Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the implant procedure, the right atrial lead exhibited a loss of capture. The physician attempted to position the lead in a different location but the loss of capture continued. The physician elected to no longer use the lead and replace it. The patient was in stable condition post surgery.